Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. Seven years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. Seven years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: the implant date has been corrected to (B)(6) 2010. Additional MFR narrative: additional information received per the medical records indicate that the patient has a history of pulmonary embolism, shortness of breath, recent history of gastrointestinal bleeding, hypertension, paroxysmal atrial fibrillation, the patient has a pacemaker, and the patient has a history of cardiac catherization. The filter was deployed via the patient's right femoral vein. The filter was placed with no complications. After the procedure, the patient was returned to her room in stable condition. The results of computed tomography (CT) scans done six years and four months after the index procedure indicate that the filter extends from the mid l3 level to the l4 level. The CT scan revealed that the maximum distance of prong perforation is 5 mm. The corneal scan images show a nine degree tilt right to left. Additional information received per the patient profile form (ppf) states that the patient experienced back pain, shoulder pain and fear that the filter will cause injury elsewhere in their body. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted and perforated the inferior vena cava (ivc). The patient is also reported to have experienced back and shoulder pain and fear that the filter will cause injury elsewhere in their body. The patient¿s medical history is significant for hypertension, paroxysmal atrial fibrillation, pacemaker implant. The indication for the filter implant was an admission to the hospital with shortness of breath, a computed tomography (CT) scan was performed and was intermediate for pulmonary embolism (pe). The patient was also recently hospitalized for an episode of gastro-intestinal bleeding, as such anticoagulant therapy was contraindicated. The filter was placed via the right femoral vein and successfully deployed in the ivc. Venogram performed during the procedure showed patency of the left and right renal veins and no evidence of thrombus. There were no reported complications and the patient tolerated the procedure well. Approximately seven years later the patient underwent an updated CT scan which revealed that the filter had tilted and at least six struts were significantly perforating the ivc. The results of computed tomography (CT) scans indicate that the filter extends from the mid l3 level to the l4 level, the maximum distance of prong perforation is 5 mm and the corneal scan images show a nine-degree tilt right to left. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The information reported indicated that the filter was tilted and had perforated the ivc. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine what may have contributed to the reported events. There is nothing in the limited information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.